Event description:
It was reported the patient had surgery to revise the shift of the device. It was noted the surgery solved the pain problem.

Event description:
It was reported that the patient¿s device was flipped. The reporter stated that the device still controlled symptoms very well and was working fine. However, the device was pressing on a nerve giving the patient acute pain down her leg. The reporter stated that there was always a little pain since implant but the pain had been increasing gradually and ¿would come and go.¿ the patient stated that ¿about a week ago¿ the pain was so bad ¿she could not even crawl.¿ the patient¿s healthcare provider (hcp) requested that she turn stimulation off to verify the pain was not from the device or leads. The patient stated that it had been off for two days and the pain was still there. The patient also noted that it seemed she was ¿controlling her symptoms on her own.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v794131, implanted: 2011-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).